Manufacturer narrative:
Main harness connector to rf board was not seated correctly. This issue could be have due to rough handling / shipping. Unit was shipped new in june 2006.

Event description:
During a shoulder case there was a 45-minute delay to swap out two machines. Message rf enabled and constant alarm. The pt was on the table under anesthesia. There were two units utilized and both gave the same error code. A third unit worked and the procedure was completed without incident.